Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device "is only 68 mmhg suction". The issue occurred during a therapeutic dilation and curettage (dnc) procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned for evaluation. The customer had contacted olympus technical assistance support (tac) via phone to provide remote troubleshooting. The customer wanted more vacuum, however, 68 mmhg is in the green zone of the gauge and is acceptable. There was no debris reported in the overflow cups. The customer was advised to tighten the overflow cups and look for leaks on the canisters. The instruction for use (IFU) were also sent so the customer could see proper positioning. The complaint was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer reported the procedure was extended for approximately 45 minutes while the patient was under moderate sedation. There was no harm caused to the patient. The customer reported the desired suction rate is 70-75 cm hg to effectively do the suction for retained tissue in a dilation and curettage (d&c) procedure. The surgeon had to do more manual removal, but the retained tissue was able to be removed by different means and the patient's condition did not change.